Event description:
The customer stated that he was hospitalized with a blood glucose reading over 600 mg/dl. Troubleshooting was performed. The prime and self test passed. The customer stated that the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.